Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an open sore underneath her left breast. The patient's doctor believed that the patient had a yeast infection and advised the patient to continue to use monistat cream on the irritation and to take the lifevest off one day a week to allow the skin to breathe. The patient reported that the irritation improved.